Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that although the pump was beeping and vibrating, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose level was 140 mg/dl. Multiple attempts were made to obtain additional information, however no response was received.